Event description:
It was reported that the subject device had green screen. The issue had occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the device evaluation identified the following reportable malfunctions: the universal cord was scratched and chipped in multiple areas. Based on the investigation results, a definitive cause for the green image malfunction could not be determined. However, the damage to the universal cord is likely due to a failure of the cord itself. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.